Event description:
It was reported that guidewire tip detachment occurred. A 300cm angled tip v-14¿ controlwire® was selected for use and advanced to the lesion. During the procedure, the guidwire's tip ripped off and about 2-3 cm was left in the posterior tibial area. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).